Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was involved in a sparking incident. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.